Event description:
Boston scientific received information that shortly after the implant of this right ventricular lead, loss of capture was noted. It was determined a lead dislodgement was the cause of the non capture. The lead was explanted and replaced with no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.